Event description:
It was reported that the lesion was located in the left anterior descending artery (lad). During advancement of the mini trek balloon in the guiding catheter, prior to the balloon exiting the guiding catheter, the proximal shaft separated at the hub area. No resistance was noted during advancement or retraction in the guiding catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek balloon catheter found the balloon still tightly-folded. The analysis confirmed that the hypotube was separated at the proximal end of the strain relief tubing. Part of strain relief tubing was returned without the hub. Return of the hub may have further aided the investigation. Potential factors that can contribute shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with accessory devices or insufficient support while advancing the catheter over the guide wire. As there was no report of any damage observed during inspection prior to use, this suggests that the damage to the shaft occurred during attempted advancement, as reported. The fracture face of the separated hypotube was ovaled, indicating that the hypotube had kinked/bent prior to fracturing. Additionally, the separated edge of the strain relief tubing was jagged, which is usually a result of tensile overload (material stress/fatigue). Kinks or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In this case, it is possible that the device was inadvertently mishandled during advancement through the guide catheter such that the shaft became kinked and ultimately separated, however, this cannot be confirmed. Based on the information provided and the analysis of the returned product, a definitive cause for the reported separation could not be determined. To assure that all products perform according to specification, all balloon catheters are 100% visually inspected for kinks online during the manufacturing process and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the finished product lot history record did not reveal any nonconformaning material records with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and there have bee no other incident reported from this lot. There is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.